Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from fcs, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in aortic position. Approximately 3 years and 7 months post tavr, the patient presented with a failing valve due to increasing echo and invasive gradients across the valve. The patient presented with symptoms of dyspnea on exertion and chest tightness on exertion. The patient underwent explant of the valve and replaced with a non-edwards mechanical valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time. The complaint for "stenosis" was unable to be confirmed due to unavailability of relevant imagery and/or medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.